Event description:
Oxygenator changeout occurred then patient oxygen saturation decreased. Provider + ECMO [extracorporeal membrane oxygenation] specialist agreed on need for an emergent circuit changeout to rule out possible oxygenator issue due to desaturations immediately after initial change.